Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed a cartridge error, which resulted in insulin not being delivered. The patient's blood glucose increased to 36.0 mmol/l and she experienced symptoms of headaches and joint aches. The patient was transported to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient for high blood glucose levels and she was under intensive care therapy, however, the type of treatment given was not provided. The patient was hospitalized until (B)(6) 2019.